Event description:
Pt was undergoing anterior cervical discectomy with fusion c3-c4. Surgeon was drilling into bone, using distractor set and drill bit snapped off and burrowed into the bone. Bit was not protruding. According to central supply dept, the bit that broke was replaced in april, 1999.